Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens and a lifted dso seal. There was no evidence in the event history log. Functional testing able to duplicate the reported problem. It was determined that the damaged battery compartment was the root cause and was replaced. The dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label, and battery door were also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's battery compartment was damaged. The device evaluation found a degraded dso seal. The event occurred during testing, there was no patient involvement.